Event description:
It was reported that the right ventricular lead had high threshold, high impedance, and no capture during a routine visit. The patient was hospitalized until a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013 and (B)(6) 2013. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend was rising. The maximum rv pace impedance rises gradually from an approximate baseline of 900 ohms the week ending in (b)(466) 2013 to greater than 5000 ohms for the week ending (b)(466) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.